Event description:
It was reported that the battery cover and battery compartment were damaged. During evaluation of the returned device, a defective latch lock sensor was identified. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the customer reported issue. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed, and functional testing was performed. A defective latch lock sensor was identified, indicating a reportable malfunction based on the latch lock sensor. The latch lock sensor was replaced to address this issue.